Event description:
The reporter rec'd an er1 message "2 weeks ago", he compared the confirmation dot to the test strip vial color chart and the result was reportedly "normal". He retested and rec'd a result of "123" mg/dl.